Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a fall on her scs ipg pocket site and began experiencing pain at the site regardless of stimulation in addition to the site feeling "hot to the touch". It was also reported the charging system was no longer able to communicate with the ipg. As a result, the ipg has become inoperable.

Event description:
Additional information received identified the issue is ongoing. Surgical intervention remains pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.